Event description:
It was reported that the patient was implanted with a deep brain stimulation system on (B)(6) 2010. When the patient went to the hospital for a regular follow-up in (B)(6) 2011 impedances greater than 2,000 ohms were seen between all lead points. The doctor changed the testing parameters and the results were the same. The doctor checked the lead with an x-ray and found that it was broken. Additional information received reported that the patient was waiting for surgery to replace the lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis for the lead revealed a reliability non-conformance. The lead body was broken within 10 cm of the connector area.

Manufacturer narrative:
Lead: model 3389, lot# 0204030021, implanted: 2010 (B)(6), explanted: unk.